Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a device history review has been inserted into the file. This review indicates that there was no quality concerns associated with the manufacturing process.

Event description:
It was reported by an attorney that the patient underwent incarcerated incisional ventral hernia repair surgery on (B)(6) 2013 and mesh was implanted. It was reported that the patient had removal surgery on (B)(6) 2017 during which the surgeon noted ¿the mesh was densely adherent to the small bowel. Multiple loops had become adhered and this necessitated an extensive dissection.¿ it was reported that the patient experienced severe pain. No additional information is provided.

Manufacturer narrative:
Date sent to the FDA: 02/25/2020. Corrected information: g1.

Manufacturer narrative:
Date sent to the FDA: 3/28/2021. Additional information: a1, a2.